Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from patient that they received the replacement equipment this morning. The patient mentioned that their ins battery had been low on charge for a few days, which they said was depressing. The patient noticed that they did not receive an ac power cord. Agent reviewed that an ac power cord was not requested and that the patient can use their existing ac power cord. The patient confirmed that they understood and did not require further assistance.

Event description:
Additional info received from patient that the issue was resolved- wires were exposed and pin was bent and replacement equipment resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was unable to recharge a deep brain stimulation implantable pulse generator (ipg) due to multiple issues with external equipment, including a recharger that would not charge, a broken metal pin, and a damaged charging cord to the recharge antenna. The patient noticed these issues on the same day and was only able to achieve a 50% charge, necessitating an urgent recharge. The patient was unable to recharge the device as required. A request was made to replace the recharger, the dtc/ac power supply, and the recharger antenna, with expedited delivery arranged.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.